Event description:
It was reported that a patient presented in-clinic for a right ventricular lead revision procedure. Prior examination of the patient's right ventricular lead revealed high capture thresholds. The lead was explanted and replaced on(B)(6) 2023. The patient was stable throughout.